Event description:
Per the clinic, the patient experienced pus at the implant site and was treated with antibiotics (specific date, type, duration and dosage not reported), however the issue could not be resolved. The device was explanted on (B)(6) 2014 and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This report is filed november 17, 2014.

Manufacturer narrative:
(B)(4). Device not returned to manufacturer.